Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation farawave was selected for use. It has been mentioned that catheter was prepped per IFU, when flush port was hooked up to pressure bag, port would not flush. The catheter was replaced and the new catheter flushed without issue. No patient complications have been reported. The product is expected to be returned.